Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced ten infusion sets tubing detachment event on (B)(6) 2025. The tubing was detached from the connector. Infusion set was used for one day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.